Event description:
It was reported in a journal article that one patient experienced a revision approximately two months post-hip surgery due to periprosthetic joint infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. G2: literature - andriollo, l., nesta, f., el motassime, a., et al. (2025). Constrained acetabular liners in the instability of hip arthroplasty: what is its current role in revision surgery? Archives of orthopaedic and trauma surgery, 146 (9), 1-12. Https://doi.org/10.1007/s00402-025-06110-5. H6: proposed component code: mechanical (g04) ¿ head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. X-rays were provided in the journal article; however it is unknown if they are related to the reported patient. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.